Manufacturer narrative:
.

Event description:
Procedure type: seps. Reportedly, the balloon broke while the surgeon injected the last 10cc or so. A new instrument was used to complete the procedure. No pieces from the device fell in the surgical cavity. Incision and surgical time were not extended. The patient is currently doing well. No patient injury was reported.